Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat an acute cholecystitis during a cholecystoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the stent did not release after performing step 2 of stent deployment. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another axios device. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the hot axios stent and delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instructions for use (IFU).